Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatment. The logfile shows that the beam control check was done about thirteen to fourteen minutes before laser fired instead of immediately before firing. The surgeon docked the patient interface twice on the right eye as no valid suction two value could be achieved at the first docking, it was not fired with the laser yet. A vacuum error message appeared. Treatment was automatically aborted by the device after the message because the value for suction two dropped. The log files shows that the vacuum two drops during the side cut. It could be possible, that the patient moved or rolled his eye and so the suction was lost. Therefore, the treatment was cancelled at 99% and the right eye was not treated again. The treatment report does show a decentered suction ring and a decentered flap. The total time from the moment the patient interface was docked on the patient's eye is one minute 51 seconds. This could be an indicator the user had difficulties in docking and maintaining a valid vacuum two; whether this was caused by patient anatomy, nervous patient or docking technique, is not possible to conclude. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the flap completed at 99%. The system would not let the user continue. The procedure was completed.